Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient noticed symptoms within three hours of insertion at abdomen.the patient experienced hyperglycemia and received treatment with correction bolus via multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.